Manufacturer narrative:
The manufacturing location for this product is atom. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one IV set/n35/20drop/cqx1/ll has been found damaged before use. The following has been provided by the initial reporter: the drip chamber was dent.

Manufacturer narrative:
Correction: common device name incorrect. The following information has been updated: d.2. Common device name: tubing set h3 other text : see h.10

Event description:
It has been reported that one IV set/n35/20drop/cqx1/ll has been found damaged before use. The following has been provided by the initial reporter: the drip chamber was dent.

Manufacturer narrative:
H.6. Investigation: when the actual product received was checked, the drip tube was crushed as reported. In addition, the downstream tube was bent (kink) (photo 2). The tip of this product (bd faseal injector lock) is closed except when connected. This event is because the tube (including the drip tube) between the tip and the tip is blocked due to accidental bending (kinking) of the tube during the sterilization process. We estimated that the collapse occurred. In addition, this product had undergone all appearance inspections such as tube crushing after sterilization, but could not be detected. DHR could not be performed as the reported batch# was not found for the material#. H3 other text : see h.10.

Event description:
It has been reported that one IV set/n35/20drop/cqx1/ll has been found damaged before use. The following has been provided by the initial reporter: the drip chamber was dent.